Event description:
Screw tip from hardware removal tray.

Event description:
Surgeon was doing the procedure. Procedure: status post open reduction and internal fixation of t10 burst fracture with retained instrumentation with instrumentation. Broken t-20 tip from shukla hardware removal tray broke off during use. All portions recovered. No harm to patient.